Event description:
On (B)(6) 2008, patient had initial procedure with implant of a 25-16-120bl bifurcated device, a 28-28-75l proximal extension and a 20-20-55l limb extension. At one year follow up it was noted that there was a proximal type ii endoleak; the patient was brought back to the hospital. The physician placed an aortic stent to straighten out the devices as it they were initially placed in an 80 degree angle (off-label). The physician laparoscopically clipped the ima and profilactically placed a 34-34-80l proximal extension. The type ii endoleak was resolved and the patient is reported to be doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with aortic neck angulation greater than or equal to 60 degrees is off-label. Patient had retrograde flow coming from the ima causing a proximal type ii endoleak.